Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2009 or (B) (6) 2009. The patient claimed that "immediately" after the alleged issue began, she developed symptoms of shakiness, sweating, nervousness, hunger, and indifference. In addition, during the time of concern, the patient claimed that her blood glucose was tested on a doctor's/clinic's meter and a result of "390 mg/dl" was obtained. She claimed that she received insulin treatment from a health care professional (hcp) as a result of the alleged issue. The patient was reportedly treated with 40 "additional" units of novolog insulin. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the patient received the insulin treatment, if she was hospitalized, what actions the patient took before she received the insulin treatment, and if she developed any symptoms of high blood glucose after the alleged issue began and before she received the insulin treatment. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from an hcp as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.